Event description:
After an implantation period of approx. 122 months, oversensing on the ventricular channel was reported. The patient was admitted to the hospital for prevention. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In spite of the available device data, no conclusion can be drawn regarding the root cause of the reported oversensing in the ventricular channel. An analysis of the lead itself would be necessary to determine the root cause. Should iegm episodes or the device itself become available for analysis, the investigation will be updated.